Event description:
Related manufacturing reference number: 2017865-2022-09273 and 2017865-2022-09274. It was reported that the patient's right ventricular ((B)(4)), left ventricular ((B)(4)), and atrial ((B)(4)) leads were all explanted due to endocarditis. The patient reported fevers and body aches before coming into the hospital and being examined. The leads and pacer were explanted on (B)(6) 2022.

Manufacturer narrative:
Correction: previous supplemental report on 14 jun 2022 incorrectly implied that the device was returned for analysis in h2 and h10. "Device evaluation" was incorrectly selected for the h2 follow-up type, and should not have been included. Additionally, the correct h10 review statement is included below. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.